Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector, and she experienced high blood glucose level of 451 mg/dl. They tried to treat it with bolus via the pump, but on the same day (B)(6) 2022, she went to the emergency room. The patient had high ketone levels which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for two days while in the emergency room, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. The patient was in the emergency room for one hour so far and was not released and there was no permanent damage to her. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector, and she experienced high blood glucose level of 451 mg/dl. They tried to treat it with bolus via the pump, but on the same day (B)(6) 2022, she went to the emergency room. The patient had high ketone levels which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for two days while in the emergency room, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. The patient was in the emergency room for one hour so far and was not released and there was no permanent damage to her. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.